Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26040. It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue .surgical intervention may be pending to address this issue. Follow up information identified the patient underwent surgical intervention to implant two new leads which resolved the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.